Event description:
It was reported to the manufacturer, by the end user, per the end user, per wcn, pt has developed a pressure ulcer due to the hose detaching and the matt deflating repeatedly. She states that this resulted quickly as the pt's physical condition and skin is delicate. Complaint #(B)(4) and ra#(B)(4) was entered into our system to have the mattress and control unit returned to joerns for investigation.